Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr performed on (B)(6) 2021. The patient experienced recurrent anterior dislocation of the right hips; therefore, a revision surgery was performed on (B)(6) 2021 to revise the r3 multi hole acetabular shell 54mm, or3o dual mobility liner 42/54 and the or3o dm xlpe insert 28/42. Surgical outcome was successful. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information has been provided to assist with a clinical investigation. Per e-mail communication, the subject stated, ¿that the dislocation first occurred a few days after surgery but resolved on its own.¿ it was also noted that the patient is recovering. Based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.